Event description:
It was reported that backup audible alarm post error occurred. There was no patient involvement and no patient injury reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. The device was cracked on lower left front corner of top case also cracked on right plunger case. Backup audible alarm post error was found on error history log review. Backup audible alarm post error was found at power up. The main board does not operate properly. Main board gas high profile blue token cap. No causes or potential causes to the customer's reported problem were found during the device history record review. Actions/repairs were done to correct the reported issue: replaced main board, performed preventative maintenance and all functional testing.